Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test on (B)(6) 2017 by the facility, the subject device tested positive for aspergillus sp.(1cfu/10ml) and unspecified aerobic bacteria (2cfu/10ml). It was also informed that the suction channel of the subject device tested positive for k.pneumoniae(75cfu/100ml), in the additional surveillance test on (B)(6). The facility had been reprocessed the subject device using non-olympus automated reprocessor (soluscope) with peracetic acid. There was no report of infection associated with this report.